Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with automated peritoneal dialysis therapy. The cause of the cloudy effluent was not reported. Beginning on the day of onset, the patient was treated with ceftazidime (route, dosage, frequency, and duration not reported) and cefazoline 300 milligrams per day intraperitoneally (duration not reported) for the cloudy effluent. Treatment with ceftazidime and cefazoline was ongoing at the time of this report. Physioneal therapy was ongoing. The patient was not recovered from the cloudy effluent. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported antibiotic therapy with ceftazidime and cefazoline was discontinued (approximately twenty one days after initiation of the medications). The same day the patient was recovered from the cloudy effluent event. Should additional relevant information become available, a supplemental report will be submitted.